Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of unknown on (B)(6) 2017. The customer was treated with food. The customer experienced high blood glucose value of 527mg/dl at the time of the call. Troubleshooting was performed. Customer stated the insulin pump was exposed to magnetic fields, customer was advised to contact health care professional for adjusting the insulin pump settings. The insulin pump was not returned for analysis.